Event description:
Call received from family that pt may have received burns from medication given while in hospital. Further investigation/follow-up with family provided details that pt with a history of eczema. Further investigation revealed possible reaction to conmed veni-guard jr. Reporting for tracking purposes, since we have had more than one similar event relating to this IV catheter dressing.